Manufacturer narrative:
(B)(4).

Event description:
The pt was in an unspecified accident in (B)(6) 2011 and his pump was damaged; it was denied. The pt experienced withdrawal. The pump was replaced. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.